Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that at pre-implant this pacemaker was found to have voltage too low for remaining capacity. Troubleshooting included stating that once the device was warmed up, it could be interrogated again to clear the alert. The device has now been returned and was never in service. No patient involvement.